Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer alleged that the pump screen was unlocked while in a pant pocket and the load process was initiated. The customer's blood glucose level ranged from 79-85 mg/dl. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process and offered to assist customer in setting up a passcode to unlock the pump. Customer declined and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.